Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer found the device had booted with the application running, where the anesthesia team had accessed the software. The device was also active and visible in remote support service (rss). A security update for microsoft windows (kb5046613) had been installed that day, as seen in the control panel. The fse tested everything except the universal serial bus (usb) on the test application, and all checked out healthy. The customer mentioned that the ethernet cable had been unplugged earlier and then reconnected, and that a pharmacy technician had rebooted the device, likely triggering the windows update installation. The device was rebooted twice during the visit and returned to the application each time within approximately 20 seconds or less. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen was black. The customer informed that remote smart services (rss) was showing offline and that the issue occurred after the station became stuck during a windows update and then turned black. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.